Event description:
No additional information.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381423 and lot number 3292344. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that five bd insyte autoguards leaked blood out of the device. The following information was provided by the initial reporter: "during use, several of the catheters from this lot allowed "blood" product to leak out during insertion. 2 of the catheters allowed "blood" to go past the flash chamber and the "blood" sprayed out the end of the catheter device. 3 others were noted to have leaking of "blood" between the catheter hub and the safety casing where the two meet by the activation button."